Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The reload was connected to the manual stapling handle. The surgeon clamped the tissue and tried to fire the device, however, could not. Replaced by a new reload, connected to the original handle, and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.